Manufacturer narrative:
A technician found the right hand CPR cable was cut. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right hand CPR cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in room 281 at the account. There was no patient/user injury reported.